Event description:
No sample/no error incident. Well a10 of plate cd1738 had no sample. Stuck tip clamp fixed and splld (liquid level detection) reset. No death or serious injury was associated with this incident.